Manufacturer narrative:
Qn#(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "the package was found broken during inspection. Involved 314 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Event description:
It was reported that "the package was found broken during inspection. Involved (B)(4) pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with a cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.